Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-23975.

Event description:
Related MFR report: 1627487-2020-23975. Additional information identified the patient's scs leads were removed.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-23975.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2020-23975. It was reported the patient was unable to adjust the drg system's stimulation. The company representative met with the patient to interrogate the patient's drg system and confirmed the issue. Imaging taken found the left lead at the t12 placement had migrated and fractured. Surgical intervention may be taken to address the issue.